Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the inside of the light guide lens was dirty. Other observations for the device are: connecting tube is corrugated; waterproof failure since elevator channel plug is loose; gap on the up/down knob is out of standards due to the worn angle-wire; waterproof failure due to the dented distal end; switch (sw) 4 is cut; forceps lever does not move smoothly due to the deformed forceps elevator coil (k-wire); and distal end rubber coating (a-rubber) adhesive is broken. The user¿s complaint of the forceps elevator was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of the forceps elevator not moving up and down smoothly during preparation for use. There is no patient involvement and no harm reported to any patient. The intended diagnostic procedure was completed with a similar device. Upon evaluation of the returned device, it was observed that the inside of light guide (lg) lens is dirty. This medwatch is being submitted for the reportable issue of the inside of the light guide lens being dirty as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress resulting in stains invaded the lens. The event can be detected and prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.